Manufacturer narrative:
Additional information: based on the received information, damage to the conductive link as might be caused by minute device mobility is very likely. However, to determine an exact root cause a device investigation would be necessary. The device is still implanted. The patient has decided not to have the device explanted any time in the near future.

Event description:
The device only works when pushing on the pinna.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient attended clinic and device was found working only when pushing on the pinna. No head trauma has been reported. Patient will visit the clinic for follow up at the end of (B)(6).